Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia and pre-syncope. It was further reported that the right ventricular (rv) lead had high impedance, oversensing and noise. A temporary pacemaker was implanted to stabilize the patient. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.